Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation and the patient experienced stroke. Stroke symptoms were observed on the patient who was treated with the use of varipulse¿ bi-directional catheter on the previous day. The patient complained of having trouble with his vision (double vision). Magnetic resonance imaging (MRI) was ordered, and two posterior ischemia were detected. No abnormalities were detected during the case. Ablation was only started after activated clotting time (act) values of over 350 were reached. Additional information was received which indicated a chadsvasc score of 4 (age, diabetes, hypertension, chd (coronary heart disease) with bypass, left ventricular function normal). Transesophageal echocardiogram (tee) was performed on (B)(6) 2025. The patient had uninterrupted noac (non-vitamin k antagonist oral anticoagulants) (apixaban 5 mg twice daily) afterwards, with only one (1) dose left away in the morning of the procedure. It was reported that stroke is very uncommon in the institution as in nearly all hospitals performing pvi (cryo or radiofrequency (rf) pvi). Instructions of j&j during pulsed field ablation (pfa)-pvi were exactly followed, and instructor of j&j had been in the lab during the whole procedure. Only pvi was performed, act every 10 min, no energy-delivery unless act was > 350 sec. They were very concerned about this complication, knowing that there had been cases in the us and the EU before.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 27-aug-2025. The procedure was a paroxysmal afib (paf). The patient did not receive intervention, however they did require extended hospitalization for observation of symptoms and to get magnetic resonance imaging (MRI). The patient¿s outcome has improved; however, complete regression of symptoms is not yet confirmed. Activated clotting time during the procedure was above 350. There was no sheath or catheter exchange after inserting the sheath and catheter into the left atrium. One transseptal puncture was performed. There was a total of eight ablations performed within the pulmonary vein (pv), two per vein. Outside of the pv, there were 10 total ablation (2x2 per vein, 2x3 per vein). Patient was in sinus rhythm during ablation. There was no char, thrombus or clot observed during the procedure. Patient ethnicity received. Internal actions are being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use are instructions that provide detailed guidance on how to safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. If the product is received at a later date, the investigation will be updated as applicable. The following sections were updated: a5, b2, and h6. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).